Event description:
The pt alleged had "severe problems," and the hip was revised at some point.

Manufacturer narrative:
Additional info: d6: catalog # = 6289-3-252; lot# = nbvbba h6: date of mfg. = 6/1985 summary of evaluation: the info provided and the examination results are insufficient to determine the nature of this complaint. The wear observed is minor and not abnormal for the reported period of implantation.